Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18506. It was reported that a patient presented to the clinic on (B)(6) 2021 for a lead revision procedure after having previous episodes of signal artifacts leading to pacing inhibition. The patient's right atrial and right ventricular leads were both capped and replaced. During the procedure, it was noted that the insulation of both leads was compromised and that the leads appeared to be crushed. The patient was stable throughout.